Event description:
Report of leaking convertable piercing pin during infusion of tpn. #1 of two documented incidences of tpn leaking from the piercing pin air vent. Leakage of tpn at the piercing pin was noticed after 10-12 hours of use. The tubing was changed to solve the problem. Nurses report that a tubing change was required 2-3 times during a 24 hour period when their policy is not to change tubing for 72-96 hours. The pt developed access line infection and the access line was removed; the pt is presently being treated for infection. It is unk if the infection is related to the leakage or to other pt problems. However, the customer states "this is a high risk pt anyway, with other possiblities for infection source. No formal paperwork has been filed that the product caused the line sepsis problem." No further info is available.